Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a travel coarse error and plunger case has damage. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the pump was received with the right plunger case had a piece broken off. Travel course error-check clutch/plunger lever was found during the occlusion test. Most probable root cause is due to the left and right clutch halves slipping on the lead screw as a result of customer use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and had no indication of a service issue., corrected data: h6: health effect code corrected.